Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient seeking legal action. Pfs received from legal. Pfs alleges that the patient suffers from elevated levels of cobalt chromium. Additionally, it is alleged that the left hip suffers from pain, poor range of motion, and difficulty ambulating. Update: (B)(4) 2013 - litigation papers received. Litigation alleges that the patient suffers from discomfort, soreness, difficulty with daily living activities, and toxic cobalt chromium metal ions and particles to be released into the patient's blood, tissue, and bone. There is no additional information that would affect the outcome of this investigation.

Manufacturer narrative:
The devices associated with this report were not returned. A review of the device history records did not reveal any related manufacturing anomalies. The product and lot code combination was not provided for the metal head and liner. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient seeking legal action. Pfs received from legal. Pfs alleges that the patient suffers from elevated levels of cobalt chromium. Additionally, it is alleged that the left hip suffers from pain, poor range of motion, and difficulty ambulating.